Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump¿s prime history did not show "fill cannula" amounts. The patient reported filling the cannula with 0.5 unit with each site change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/07/2014 with the following findings:. During investigation, the prime history was reviewed and showed cannula bolus amounts were 0.05 units. The pump prime history menu did not show values below 0.1 units. The complaint was not duplicated during testing. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.